Event description:
It was reported that during a percutaneous coronary intervention procedure, a device markings issue occurred. The target lesion was located in the superficial femoral artery. The physician used an f/g sterling otw 6.0 x 100/135 for post-dilatation when he was unable to visualize the distal marker. The procedure was completed with this device with no patient complications. The patient's status was reported ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).